Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in the pump shutting down. There was no reported impact to the customer¿s blood glucose. The customer connected the pump to a power source to charge, but the pump did not turn on. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.